Event description:
The reporter stated that the stopcock cracked and resulted in leakage of csa in d5w. This has occurred before, but only at the csa port. No pt injury or treatment associated with this event.